Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with 90% stenosis in the mid left anterior descending (lad) to 1st diagonal coronary artery. Two balance middleweight (bmw) guide wires were placed into the lad and 1st diagonal, followed by successful stenting. At the end of the procedure, the guide wire placed in the lad was withdrawn successfully; however, the guide wire in the 1st diagonal met resistance with the vessel. When the guide wire was withdrawn, a thin thread like wire continued to come out and the distal radiopaque portion was entrapped/stuck in the left main/ostial lad. The patient was referred to emergency cardiac surgical removal of the guide wire as it was entrapped in the left main coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.